Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that during a customer¿s preventative maintenance testing, a spectrum pump alarmed system error105. There was no patient involvement